Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: h10 statement should have said "the damage found was sustained during procedure. The pacemaker was otherwise normal."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out procedure. Once inside the pocket, physician had issues unscrewing the pacemaker's set screw to remove the existing atrial lead. Set screw was noticeably stripped inside the header. Physician attempted multiple times to remove the lead, but the lead was ultimately damaged in the process. Lead was instead cut, capped, and abandoned during the same procedure. A new atrial lead will be placed in the future, if physician determines there is a need for it. Patient was stable after the procedure.